Event description:
It was reported that the patient presented in the hospital for a routine follow up, upon interrogation, episodes showing hv therapy due to noise were observed. During the episodes the patient was feeling cold, nauseous and numbness. Noise was not reproducible with isometrics. High thresholds, a dropped in the r-waves and decrease pacing lead impedance were observed. Lead replacement was recommended. Patient is in stable condition.

Manufacturer narrative:
(B)(4).